Event description:
It was reported that the patient presented in the implant procedure. During the procedure, the lead could not be fixated even after several tries. The lead was not used and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.